Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver charged and rebooted. The receiver download was retrieved and attached. The log was downloaded and evaluated with no findings observed. The receiver passed all functional tests. The receiver case was opened and the internal and battery inspection passed. The allegation was undetermined. The root cause could not be determined.